Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The tightly stenosed target lesion was located in an arteriovenous fistula located in the radial. An 8.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. The physician inflated the balloon at 20 atmospheres; however, the balloon ruptured transversely. The physician pulled the proximal end of the balloon catheter out of the vessel and cut off the ruptured balloon. A new access site was created and the distal end of the balloon was snared out. The procedure was completed with another of the same device. No further patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).